Event description:
Additional information received indication the device was explanted and replaced to resolve the event during an unrelated procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up in clinic, the device was found to be in backup vvi (bvvi) mode. Abbott technical support was contacted and found the cause of the bvvi was due to non-maskable interference (nmi). The device exchange is anticipated. No intervention has been performed. The patient was in stable condition.